Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1hu59, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was noted that the device hadn't worked for symptom control in about 6 months or so. It was reported that their healthcare provider decided to try and replace the wires on (B)(6) 2019 to see if that would help, but that had yet to help with symptom control either. The patient wanted assistance in making therapy changes. Program use expectations were reviewed, the patient stated that they were directed to try different programs, and the patient stated that they would continue trying to work with the healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had been having to run to the bathroom constantly. They said they had been having urge frequency and incontinence. They couldn't make it eight steps to the bathroom and the urine poured out, or they would be walking and it just started dripping. The patient said they were on program 2 at 1.6 volts and they had moved to 1.7 volts about a week prior, noting they could barely feel something. Before the battery in the patient programmer died, they said they thought they saw group b at 1.6v. They were able to sync with the patient programmer on the call and it showed stimulation was on. They were on program 2 and increased stimulation to 2.0 volts. They said it felt different than before. They looked at all their programs and noted none said group b. The patient noted this was a gradual change in symptoms. They were instructed to give it a couple of days to see if symptoms got better. The patient mentioned the ins was closer to their spine and at the time of the call it seemed closer to their hip. They said they would ask their doctor about this. No further complications were reported or anticipated.